Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Hc-pm complaint processing received no sample and no picture. The following investigations were conducted: visual inspection: no sample was received and thus a further evaluation and investigation of the complaint is not possible. Functional inspection: n.a. Physical inspection: n.a. Summary and assessment: as no sample and no picture was provided for investigation a malfunction could not be detected and therefore the complaint is considered as not confirmed. The complaint is taken to knowledge and filed for statistical purposes. However, if the complaint sample will be provided, the complaint will be re-opened accordingly. Because we received no batch information from the customer, an examination is not possible if there were any abnormalities in the manufacturing process or in the check routine of the final control. The investigation sample(s) is/are not available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
According to the complaint description: kt epidural ablation without resistance/kt sectioned and remains 2cm in the patient's back. No indication to remove it (no neurological or infectious signs). Note that the installation was difficult (2 punctures including 1 with sudden movement on the part of the patient (pain) imaging to clarify the level and location of the kt. Part of the catheter stays in the patient body but for the moment no consequence on his health.